Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when connected to the tactisys unit with no error messages noted. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. Additionally, the catheter met specifications during temperature testing and leak testing. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications and contact force measurements were displayed throughout the duration of the log files. The event description states that this was a case of off-label use, as the catheter was part of a study evaluating use of a non-abbott pulsed-field ablation generator .the tacticath se contact force ablation catheter instructions for use (IFU) states ¿the tacticath contact force ablation catheter, sensor enabled is indicated for use. When used in conjunction with a radiofrequency generator.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulsed electric field pulmonary vein isolation ablation procedure for paroxysmal atrial fibrillation, total atrioventricular block occurred and the procedure was extended for one hour. The procedure was part of a study evaluating use of a non-abbott pulsed-field ablation generator with existing radio frequency catheters. The left and right pulmonary veins were isolated without issue, ablation moved on from the left, and an additional right tricuspid isthmus line was performed. After checking the block line, the catheters were removed, and some electrocardiogram changes indicating myocardial ischemia were observed. Within a minute, the changes increased, complete atrioventricular block occurred, and the patient went into polymorphic ventricular tachycardia. Cardiopulmonary resuscitation was started, and sinus rhythm was restored after a few minutes. Infero-lateral ischemia was sill seen, but it faded out over time. The patient was awakened and extubated prior to leaving the procedure room. There were no adverse patient consequences, and the procedure was extended by an hour. The physician noted that the event was likely caused by a transient spasm of the right coronary artery. The spasm was thought to be the result of electrical field application or of an embolism. There were no performance issues with any abbott device.